Manufacturer narrative:
At the time of this report, the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a surgical procedure, two devices were used, the first one had no power, the second device exhibited intermittent coag function. A perforated bladder was reported. A urologist was called in to repair the bladder. The exact cause of the bladder perforation is unk. (See MFR report #2183680-2013-00049 for the first device).